Event description:
Rn performing IV medication administration. When applying pressure to plunger of syringe contents (famotidine) leaking from a crack in the side of the syringe. Syringe was observed not to have crack prior to hooking it up to patient's IV tubing.